Event description:
We opened a deroyal cmc vascular pack and there was debris found in one of the basins. This was found and removed from the room prior to the patient entering the or however the second pack that was brought in was also found to have black specs in it so I'm considering it contaminated. That was also a deroyal vascular pack. That pack was also removed prior to the patient coming in. We then just opened up supplies individually forgoing the pack since we had gotten 2 in a row that were contaminated. Pictures attached of packing list and debris in basins packing list and basins with contaminants given to deroyal field rep for return for analysis.